Manufacturer narrative:
The actual sample was not available however, four pictures of the sample were provided for evaluation. The visual inspection of the four provided photos showed the rinsed product after treatment. The product label and the product barcode are visible. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after treatment started with one unit of polyflux 17l, an external fluid leak due to a cracked filter was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.